Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected and additional data. Corrected data: the device product code was changed to dze. It was reported as nha in error. Additionally, this is a supplemental submission, not an initial. The radio button in section h8 is unable to be cleared/changed. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D2: device product code was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received one (1) mhlas, (scr replace friction-fit gold & ti abut int hex). Visual evaluation was performed, there were signs of use. Testing could not be conducted for the screw. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the mhlas dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw/product was not torqued to specification. Therefore, based on the available information, device malfunction was not established. Loosening could not be verified with all the available information. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dental screw on implant tooth site #3 became loosened for the first time.